Manufacturer narrative:
A review was completed on the device history record (DHR) for catalog number 11450-040, lot v5a010. The lot was found to have been manufactured and released per predetermined specifications. No anomalies were found in the review of the records. Since no sample has been provided, we cannot confirm if there was a failure of the thermal packs seal. Without a sample being provided, a more detailed investigation cannot be completed. The plant's quality system mandates suitable in-process control to measure seal integrity of representative samples. Samples are pulled from production and tested at predetermined locations to best gauge the seal integrity. All lots released by the quality unit meet the predetermined criteria. It should be noted that there are not chemicals present that would produce gases or other "explosive" elements when the pack is activated.

Event description:
Based on the end-user's (nurse) claim, she stated "when I squeezed the hot pack as directed it exploded in my face, hands, and chest." She reported a workers compensation claim for her alleged injuries and allegedly received medical treatment at (B)(6) healthcare for chemical burns to her face, hands and chest. She also stated she was treated for chemical conjunctivitis in her left eye.